Event description:
It was reported that the device gave a fault code 46260, mainboard sensor and system fault alarm. The issue was discovered during a functional test. There is no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing as performed and the pump shows error code 46260 when switched on. The main board will be replaced to resolve this issue.